Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during diagnosis of neurovascular procedure proceed when the issue happened. The procedure was completed as planned by rebooting the system. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. After reviewing the log, it found that detector communication issues. Fse replaced the fdcsib board, flashed the software, and restored the backup and return the part for further analysis, but no failure found. After replacing the fdcsib board, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed as planned on the same system by rebooting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed an alert indicating an x-ray generator error, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.